Event description:
New information received indicates the lead was explanted and replaced. The patient was stable.

Event description:
New information received indicates the patient experienced palpitations and additional noise. The patient was given a holter monitor and no abnormal rhythm was seen. The patient was stable.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited noise that was oversensed by the device. The noise was not reproducible in clinic. The physician decided to monitor since it was only two episodes. The patient was stable.